Manufacturer narrative:
The revision reported may have been the result of prosthesis wear, instability, and/or due to the inclusion of the polyethylene in the packaging recall. However, this cannot be confirmed, and potential contributions of user or patient-related considerations could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected health effect, medical device and investigation clinical codes.

Manufacturer narrative:
Concomitants: "4350614 02-010-01-0240 - logic femoral ps cem left sz 4m, 4564251 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t, 4631156 200-02-38 - three peg patella 38mm. The product associated with the reported event is within the scope of recall z-0021-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (mdl no. (B)(6)). It was reported via legal documentation that approximately 90 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, increasing pain, swelling, and instability; revision surgery; bony defects on femur and tibia; lengthy and painful recovery. No further issues or complications were reported. No additional information is available. The serial number (B)(6) is confirmed to be a part of recall number: z-0021-2022.